Event description:
The facility reports the resident was being lifted from the floor when the sling detached from the lift. The patient fell out of the sling and back onto the floor (about 10cm). No injuries were noted.

Event description:
The facility reports the resident was being lifted from the floor when the sling detached from the lift. The patient fell out of the sling and back onto the floor (about 10cm). No injuries were noted.